Event description:
Three days after treatment with juvederm ultra plus in the nasolabial folds, the pt presented with erythema, edema and pain at the infection site. The pt was given a 60ml shot of kenalog, and was prescribed k-flex, topical steroids and pain medication. Not known at this time if the treatment was given to hasten resolution of symptoms or to prevent worsening of symptoms that would lead to permanent damage. Follow up is in progress. MFR's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
.